Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he is receiving an external flash crc alarm. His blood glucose is 156 mg/dl. The customer said that he gets the alarm and has to reprogram his pump once a day. During troubleshooting, he said that the alarm did not occur during the prime/rewind sequence. The customer was assisted with performing a self-test and the pump failed. He was advised the pump needed to be replaced, to discontinue use of the pump and to revert to the back-up plan per his doctor¿s instructions. The insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: pump received with blank display, problem isolated to mother board. Unable to confirm e15 alarm and unable to perform any tests due to blank display. Pump received with cracked reservoir tube lip and minor scratches on display window noted.